Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the homechoice cassette, specified as ¿the blue line tubing¿ and the "bag connector". The event occurred after therapy was completed. The cause of the disconnection was not reported. It was reported that the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The patient presented to the pd clinic and was treated with vancomycin and gentamicin. The patient was not hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.